Event description:
During an initial implant, there was difficulty removing the guidewire from the left ventricular (lv) lead. Another guidewire was used with the lv lead but was also unsuccessful. The lv lead was explanted and replaced to resolve the event. The patient is stable.